Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient developed mrsa infection at abutment site and subsequently was treated with oral antibiotics (date and duration not reported).